Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: burn on the nose port. Probable root cause: light cable, optics, leds, main board, jaw assembly, bent esst contact, inconsistent esst contact, cable pull out, camera head, firewire cable, software, front board, power supply, thermal switch, ac inlet board, use errors. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported there was alleged melting of the guide around the drill.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported there was alleged melting of the guide around the drill.